Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement. The lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed deformed conductor coils and cuts/puncture holes in the outer insulation 103 to 104 millimeters (mm) from the terminal pin. The lead body showed signs of being twisted from the terminal pin to 145 mm. This type of damage likely occurred during the explant procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.